Manufacturer narrative:
PMA/510(k)#: k011369, k122558. (B)(4). Investigation summary: the customer issued a complaint for pre-activated device detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Root cause description: based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. During the years of investigation of complaints about pre-activated devices several root causes were discovered which were within the customer¿s sphere of influence. Best practices and guidelines were collected and summarized in (B)(4). Rationale: complaint is unconfirmed.

Event description:
It was reported that ultrasafe x100l png clear nvs stein spring is not working correctly. This occurred on 2 occasions before use. The following information was provided by the initial reporter: it seems like the spring inside is not working correctly.